Event description:
It was reported that the patient¿s symptoms had returned and they had a loss of therapeutic effect. The patient symptoms returned 9 days ago and the patient was not going to the bathroom as often. The patient¿s device was implanted to treat retention and the patient hadn¿t gone to the bathroom since last night. They increased stimulation and it appeared to have helped. They had increased stimulation high and it was too much and the patient felt uncomfortable at the end of their penis. It was painful and the patient wasn¿t able to get out of bed. The patient was comfortable at 2.4v. The patient hadn¿t had any falls or trauma and the symptoms returned gradually. The patient¿s family member called the health care provider's (hcp¿s) office and was told to call the manufacturer or to go to the emergency room (ER). It was noted that the patient was an unreliable historian due to an aneurysm they had in (B)(6) 2013 before the device implant. The manufacturer representative followed-up with the patient and their spouse and they both assured them that the device was working well and the symptoms were gone. The patient had a bad day and they overreacted, but everything was back to normal and they were happy with the results. There was a better than 50 percent improvement on the symptoms. No reprogramming or troubleshooting was necessary and the device was working well. The patient and their spouse were happy that the manufacturer representative called to follow-up and said everything was working again and effectively. The patient¿s symptoms were gone. It was further reported that the patient¿s therapy never really did what they thought it would do, but it did provide some relief. In the last few weeks the patient couldn¿t pee or empty out completely. Stimulation was increased from 1.4v to 1.8v on program 3 which helped for a little while, but the patient was complaining again. The manufacturer representative spoke with the patient¿s family member and the patient was already at the hospital for another issue. While at the hospital the patient wasn¿t able to empty their bladder completely. The hcp recommended turning the implantable neurostimulator (ins) off while they were at the hospital and was instructed to turn it back on after 2015 (B)(6). Troubleshooting was done over the phone to reprogram the device, but the patient¿s family member decided to keep the ins off, per the hcp¿s recommendation. Follow-up was scheduled for next week after the patient turned the device back on by their hcp. The event cause was not determined and based on the conversation with the patient¿s family member; it did not originate from the device and was not device related.

Manufacturer narrative:
Product ID 3889-28, lot# va0p20j, implanted: 2014 -(B)(6); product type lead product ID neu_pt m_prog, serial# unknown; product type programmer, patient. (B)(4).